Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 17feb2021.

Event description:
The customer reported that the display is dim. The customer contacted product support and was provided parts ID for the user interface (ui) assy. And provided 2.30 software via droplet. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
Upon further investigation, the following has been reported: that the unit was not in patent use at the time of the reported issue. Therefore, this complaint no longer meets reportability requirements.